Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated for the white screen monitor. The representative replaced the battery and ups for another case. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site was planning, the screen went white. The site was able to do a hard re-boot and the issue was resolved. There was no patient present when this issue was identified.